Event description:
Reporter indicated a vns pt had high lead impedance readings in (B)(6) 2010, and was also having neck pain. X-rays were performed which did not show any lead disruption. The high lead impedance is believed to be due to local fibrosis. The vns settings were initially decreased and the vns was disabled permanently in (B)(6) 2011. MFR review of available pt vns programming history revealed vns diagnostics were within normal limits on (B)(6) 2010, and no high lead impedance results are noted at any time during the history. Attempts for further info are in progress.

Manufacturer narrative:
Analysis of programming history. Analysis of available programming history does not indicate any high lead impedance results before or after the reported high lead impedance date of (B)(6) 2010.